Manufacturer narrative:
Citation: edward koifman. Outcome of implantation of a second self-expanding valve for the treatment of residual significant aortic regurgitation. Catheter cardiovasc interv. 2017 oct 1;90(4):673-679. Doi: 10.1002/ccd.26960 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding implantation of a second valve to treat aortic regurgitation following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2011 and 2015. The study population included 172 patients (predominantly male; mean age 81 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: central and paravalvular leak, malpositioning, migration, under-expansion, second valve implant, left bundle branch block (lbbb), and complete heart block (chb) with permanent pacemaker implant. Based on the available information, a likely correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.